Event description:
The customer reported to olympus, the visera elite ii video system center touch display was not turning on. However, sometimes it would automatically blink. The issue was found during preparation for use in a therapeutic laparoscopic cholecystectomy. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found the front panel display was blacked out and the color bar was showing on the monitor screen instead of the endoscopic image due to the defective printed circuit board. The internal condition was noted to be okay. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The intended procedure was a laparoscopic cholecystectomy for gallbladder removal. No impact on patient's health reported due to the event. The patient was rescheduled and the patient was reported with no impact, post event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow-up ((B)(6)). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "procedure was cancelled" occurred due to the device malfunction. However, the root cause of the phenomenon could not be specified. Additionally, it is possible the phenomenon "front panel display blacked out", "display automatically flickered", and "color bar was displayed on the monitor screen instead of an endoscope image" occurred due to a faulty printed circuit board. The root cause of the phenomenon's could not be identified. Olympus will continue to monitor field performance for this device.